Event description:
It was reported that in 2006, the port/catheter was inserted via right subclavian. One month later, the patient complained to md of fluid leaking from port site. Upon further investigation, the md found the catheter of the port had broken off proximal to the locking collar. The patient was transported to the or to have port removed & was referred to an interventional radiologist who retrieved distal portion of catheter from superior vena cava via right side of heart where portion had been lodged. Catheter was removed successfully.

Manufacturer narrative:
No further related-related complications were reported. A follow-up report will be filed if more information becomes available.